Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine connections were evaluated, cleaned and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save patient image data. No patient serious injury or death was reported related to this event.